Manufacturer narrative:
The pump passed the error test. No error alarms were noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that multiple signal too low alarms and unexpected restart alarms were present in the alarm history. Customer also reported they were prompted to reset the time and date with every new battery insertion. The customer stated the issue has persisted since first receiving the insulin pump. Customer's blood glucose was unknown. Customer was advised the insulin pump will be replaced. The customer agreed to return the insulin pump for analysis.